Event description:
Customer stated that the insulin pump is broken pump from dropping it a lot. Customer stated that the belt clip broke and she has been using it in pocket. Blood glucose is 262 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.